Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 01/28/2020. Additional information: d10, h4, h6. Correction: b1. A manufacturing record evaluation was performed for the finished device pdk395 batch number, and no non-conformances were identified. Additional h3 device evaluation summary: it was received for analysis three empty winding former, three paper lid two detached needles and a suture piece of product code mcp3224g, lot pdk395. During the visual inspection of the detached needles, the swage and attachment area were noted to be as expected. However, body fluids, no remnant at the barrel hole and marks on the needles that appears to be by the use of a surgical instrument could be observed. The suture piece was examined, and the ends were cut that appears to be by use of a surgical instrument. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. According to the samples condition, it could not be determined what may have caused the reported incident of: ¿suture detached from the needle during operation¿.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/10/2020. Additional h3 device evaluation summary (actual): it was received for analysis an empty opened foil, an empty labeled winding former, a detached needle and a suture piece of product code mcp3224g, lot pdk395. During the visual inspection of detached needle, the swage and attachment area were noted to be as expected and no suture remnant could be observed at the barrel hole, the end of the suture was examined and there isn¿t enough impression at the swage end, resulting in a needle pull off defect. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the performance pull off suture needle, was a light swage, this defect is caused when does not tightens the press correctly and the swage area be weak on the needle/suture. Additional h3 device evaluation summary: it was received for analysis an empty opened foil, four empty labeled winding former, four detached needles and four suture piece of product code mcp3224g, lot pdk395. During the visual inspection of the detached needles, the swage and attachment area were noted to be as expected. However, body fluids, no remnant at the barrel hole and marks on the needles that appears to be by the use of a surgical instrument could be observed. The sutures piece were examined, and the ends were cut that appears to be by use of a surgical instrument. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the samples condition, it could not be determined what may have caused the reported incident of: ¿suture detached from the needle during operation¿. Additional h3 device evaluation summary( sample): it was received for analysis an empty opened box and five unopened samples of product code mcp3224g, lot pdk395. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2019 and the suture was used. During the procedure, the suture detached from the needle. There were no adverse patient consequences reported.